Manufacturer narrative:
Continued: section g: 510k: k172665 investigation evaluation: a product evaluation was performed only by the picture and video provided in response to this report because the product said to be involved was not provided to cook for evaluation. The report was confirmed with the picture and video provided. The photo provided show the distal end of the device. The anchor has separated from the catheter at the distal end but remains securely attached at the proximal end of the wire. The anchor appears to have both a long segment and a short segment, therefore, no portion has detached. The video shows the distal end of the device with the separated anchor, the user is attempting handle manipulation and, while the cutting wire moves slightly, the tip does not bow due to the anchor separation. Photos of the packaging and labeling were not provided to confirm the device or lot number. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo and video provided confirmed that the cutting wire securing component has separated from the catheter without detachment of the cutting wire securing component. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user: "do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tri-tome pc triple lumen sphincterotome. During the ercp procedure, when the papillotome was arched during the procedure, the cutting wire broke spontaneously. The doctor had not yet turned on the electric scalpel and noticed that the papillotome was not arching. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.